Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test. No under delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Confirmed 207000 (20.7 u) units of normal bolus was delivered on oct 03, 2025. Pump was cut to perform visual inspection and found evidence of no physical or moisture damage on the pcba 1, pcba 2, force sensor and motor . The p-cap/reservoir does lock properly. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, missing display window/cover, scratched case, cracked case-corner of belt clip rails and battery tube threads - cracked. Pump passed functional testing and no under delivery anomalies noted during testing. Unable to confirm high bg's. Cosmetic damages were noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with blood glucose value of 266 mg/dl. The customer reported hyperglycemia was treated with an insulin pump. The event involved product(s) mmt-332a, mmt-213a, mmt-1880l. Troubleshooting was performed. The customer reported the blood glucose was not coming down even after multiple corrections. The customer was using the insulin pump within 48 hours of the reported event. The auto mode feature was not active at the time of the event. No further patient complications were reported. No product return is required for mmt-332a, mmt-213a. Mmt-1880l was requested, and the customer response was the device will be returned.